Event description:
It was reported that during a vaginal hysterectomy procedure, while using the last load, the red button fell down and jammed. None of the buttons/levers would work after that. The jaws were closed on tissue. The stapler had to be cut off the uterus. Tissue still remains in the jaws. No other details of the events were known. No adverse patient consequence reported. The device will be returned.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned with the knife jammed in the anvil. The device was returned in an inoperable condition with the knife jammed and the jaws were closed. The knife blocked the anvil from opening. In this condition, the knife could not be returned using the red switch. No functional testing could be performed due to the returned condition of the device. A CT scan was performed to verify the condition of the internal components and a clip was found lodged behind the knife preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. On what tissue type was the device used? At what location on the tissue? Uterus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Last load. During which stroke did the event occur? Unk. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.